Manufacturer narrative:
(B)(4). Concomitant medical products - femur nk-prim, cocr, np, 3 l, catalog # 6305-00-030, lot # 1326615, tib. Baseplate nk w/stem np 2 catalog # 6300-00-420, lot # 1344084. (B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient had an initial left knee arthroplasty approximately nineteen (19) years ago and is subsequently scheduled for a revision due to inlay wear. There was a request for a preferred implant size. Attempts have been made and additional information on the reported event is unavailable at this time. No additional patient consequence was reported.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. The reported event could not be confirmed based on limited information received. No product was returned or photos provided; therefore, visual and dimensional evaluations could not be performed. Device history record (DHR) was reviewed and no discrepancies were found. The reported components were reviewed for compatibility with no issues noted. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.